Manufacturer narrative:
(B)(4). Upon return, this lead was thoroughly analyzed. Visual examination confirmed a complete lead with setscrew marks, on all terminal pins. Additionally, a cut in the lead's insulation was noted at 210 mm from the terminal pin; blood and or body fluid was observed in and around the cut location. Extensive testing was performed to assess the lead's electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Analysis concluded that the lead was electrically continuous and no fracture was present.

Event description:
--

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that after implant but prior to pocket closure, the physician was unable to establish favorable lead measurements with this right ventricular (rv) lead. As a result, the lead was removed and successfully replaced, to conclude the procedure. Upon explant, the rv lead appeared fractured. No adverse patient effects were reported and the product is expected to be returned for a post-market analysis.